Event description:
It was reported that "surgeon was putting in an acetabular screw and when putting screw through the cup the screwdriver tip broke off in the head of the screw. Dr. Left it in and seated the screw with another screwdriver.

Manufacturer narrative:
Add'l info has been requested and if received will be supplied on a supplemental report.